Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced that the light of it is not working. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections needed. Updated fields: d8, g3, g6, h2, h6 and h11. Corrected fields: d4 - unique device identifier (UDI) #1 from blank to na. E1 - initial reporter establishment name: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.